Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and a blood glucose (bg) level of 170-368 mg/dl in range. The customer was treated with intravenous insulin and saline and left the ER same day with no permanent damage. Reportedly, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.